Event description:
It was reported that during implant, when the device was implanted in the patient, it could not get telemetry. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant, when the device was implanted in the patient that it could not get telemetry. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. Concomitant product: 5076 implantable pacing lead (B)(6) 2007.

Manufacturer narrative:
Product event summary: evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4).